Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2014, product type: lead. (B)(4).

Event description:
It was reported that patient had a loss of therapy in their left leg. The patient helped move a piano and felt a change afterwards. Impedances were high on three of the electrodes on the left lead. X-ray showed the left lead had migrated down. The representative reprogrammed the lead to avoid the electrodes with high impedances and to get left sided coverage. The issue was resolved. If additional information is received, a follow-up report will be sent.